Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient has slightly elevated lactate dehydrogenase (ldh) above baseline and power and flow elevations. The site was concerned for outflow obstruction. Log file captured low flow events on (B)(6) 2021. The low flow events seemed to be a patient hemodynamically related issue and not a vad (ventricular assist device) related issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported outflow graft obstruction and elevated lactate dehydrogenase (ldh) could not conclusively be determined through this investigation. The evaluation of the log files submitted by the account confirmed low flow events. Based on complaint history and similarly reported events, the outflow graft obstruction could have contributed to the low flow alarms seen in the log files; however, a specific cause for the outflow graft obstruction could not conclusively be determined through this investigation.the submitted log file contained data from (B)(6) 2021 06:50:18 through (B)(6) 2021 07:44:42. Three low flow hazard events were captured on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021, when the pump flow dropped below the low threshold of 2.5lpm. Pump flow dropped to as low as 2.4 lpm. Prior to and after these events, the pump appeared to function as intended and no other unusual alarms or events were captured. The account reported that the patient¿s ldh was slightly above baseline and that they had power and flow elevations. The account suspected outflow obstruction and planned to continue to monitor the patient, who was evaluated for heart transplant listing. No diagnostics were performed. The patient¿s ldh trended down to baseline and they were stable on their vad at home. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation.heartmate ii lvas IFU section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation therapy and the recommended inr range.the relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 05apr2016.no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's ldh levels had been trending down. The patient's ldh was 377 on (B)(6) 2021, with their baseline being 350-450. The site continued to monitor the patient for the suspected outflow obstruction, and the patient was currently stable at home. The patient was being evaluated for a heart transplant listing.